Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 15.6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.